Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in left common iliac vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for post-dilatation. However, during the initial inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with 16x40 xxl balloon catheter. There were no patient complications reported.